Event description:
As reported by the 15th annual conference of the japanese society of interventional cardiology, this patient presented to cath with a 75-90% stenotic lesion in the mid rca. The lesion was described as bent. Direct stenting was performed with a 3.0x23mm cypher stent. Six months later, follow up coronary angiography was conducted. Stent fracture and restenosis were observed. To treat the restenosis, a bms and cypher (size unk) were implanted inside the implanted cypher. The residual % of restenosis was 0%. Please note that this product, (cjs23300, lot no. I1104082) is not distributed in the united states. However, it is similar to the united states distributed cxs23300. This product is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.